Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high, out-of-range pacing impedance measurement of 2,349 ohms. This caused the pacemaker's lead safety switch (lss) to trigger and reverted the rv lead pacing and sensing configuration to unipolar. During the follow up, the lead was tested in unipolar and normal impedance and threshold values were observed, but there were episodes showing noise that was able to be reproduced with isometric movements. Testing in bipolar found high impedance and threshold measurements with no noise. The rv lead was reprogrammed to unipolar pacing and bipolar sensing and the patient would be seen again in three months to determine if a lead revision will be needed. No adverse patient effects were reported. The lead remains implanted and in service.